Event description:
It was reported to boston scientific corporation in 2005 that a c.r.e. Balloon dilatation catheter was used during an esophageal dilation procedure a week prior (patient gender, age and weight unknown). According to the complainant, during the procedure, the balloon ruptured at 4 atm. There were no patient complications reported as a result of this event.

Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-1486.

Manufacturer narrative:
The suspect device was returned without the balloon therefore, the evaluation could not be completed. The cause of the reported malfunction could not be determined.